Event description:
The ge oec 9800 fluoroscopy system displayed precharge error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a bad battery pack and bad battery charger that were replaced by third party service. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.